Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of error 32097 and replaced the right master tool manipulator (mtmr) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis in currently in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was getting repeated faults on the right master tool manipulator (mtmr) on the surgeon side console (ssc) #1. The customer power-cycled and hard-cycled ssc #1 with no change. The customer had a secondary ssc in the room and is moving forward with cases. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the incident occurred before any patients were brought back in the room at the beginning of the day. The cases thereafter were completed without incident.